Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula issue event on 23-feb-2026. Due to the bent cannula an occlusion occurred at the insertion site resulting in blockage at site. Patient noticed symptoms within three hours of insertion and the insertion site was abdomen. No further information available.